Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose level was 247 mg/dl at the time of the incident. The customer's mother reported the insulin pump has stopped working and a critical pump error image is on the screen. The customer did not troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with a critical pump error (open book error) and pump error found in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with partially broken off reservoir tube lip. Unit received with minor scratched display window, case and keypad overlay. Unit received with missing retainer and reservoir tube lip o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.